Manufacturer narrative:
The pump was received with currents within specification. No unexpected off no power alarm without low battery alarm noted. The pump was received with a grinding sound during rewind due to a faulty motor. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The father of a customer reported via phone call that the insulin pump alarmed low battery and also periodically shuts off without warning. The customer also indicated there is a loud, grinding noise from the pump during the rewind process. Customer's blood glucose was 230 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.